Event description:
Info received indicated that the bed will not stay raised. No injury alleged.

Manufacturer narrative:
Tech found that the unit would not stay raised up. Leaking hydraulic fluid. Replaced hydraulic manifold to resolve this issue.